Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance. During the evaluation, the acetabular liner showed evidence of abrasion, deep scratches, and multiple indentations however, a conclusive root cause of the event could not be determined. This report is number 2 of 2 mdrs filed for the same patient (reference 3002806535-2016-00078 & 1825034-2016-02024).

Event description:
It was reported that patient underwent revision procedure approximately one month post-implantation due to instability and audible noise. The femoral head, acetabular liner and locking ring were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.